Manufacturer narrative:
(B)(4). Initial reporter address: (B)(6). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix tpn bag contained ¿string like particles¿. This was observed after filling the bag with solution. There was no patient involvement. No additional information is available.